Event description:
Non-complicated insertion. The nurse was re-verifying the tip location by reinserting the stylet. Found that approx. 4 cm of the tip of the stylet was missing. Immediately pulled the line and flushed it and thankfully the tip was still in the line. Nurse had not removed the introducer yet and was able to pull the line and replace it without having to re-stick the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of revk0008 showed no other similar product complaint(s) from this lot number.